Manufacturer narrative:
The customer rebooted the unit which resolved the issue. No report of patient involvement. Unique identifier: (B)(4). Legal manufacturer: (B)(4).

Event description:
It was reported that there was an error resulting in loss of mechanical ventilation. There was no patient involvement.